Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) patient experienced ventricular fibrillation (vf) arrest requiring cardiopulmonary resuscitation, external defibrillation and subsequent admission to the intensive care unit (ICU). An interrogation showed 13 high-voltage defibrillation shocks had been delivered by the ICD with less than the programmed or no high-voltage energy and were unsuccessful at terminating the rhythm. Further review of the episode data and historical device data indicated short circuit protection (scp) was triggered during all 13 shock, resulting in the less than programmed or no high-voltage energy being delivered. The historical device data also showed elevated sensing integrity counter (sic) on the right ventricular (rv) lead, however most occurred on the day of the vf arrest and appeared to be true cardiac signals. Other than the elevated sic, lead trends were stable and no evidence of a lead integrity issue was found, and it was determined that the scp was related to an ICD issue based on the historical device data. The ICD was explanted and replaced four days later, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.